Event description:
Fire dept personnel were treating a pt and connected the device to the pt. Reportedly, the device gave a continuous connect electrodes message. The operators checked the electrode placement and made a second attempt to analyze the pt. They rec'd another connect electrodes message. The operators then replaced the electrodes and observed the same message. The operators then disconnected the device and continued cardiopulmonary resuscitation. A back up device was obtained and treatment was continued. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported event.